Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history records could not be performed as this complaint is based on an article and the specific lot/part numbers are not available. Additionally, a review of the complaint history records could not be performed as this complaint is based on an article and the specific lot/part numbers are not available. Based on the limited information available, a cause for the reported incomplete coaptation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event, implant date: estimated dates. The UDI is not known as the part and lot number were not provided. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to single leaflet device attachment/slda. It was reported through a research article identifying mitraclip devices that were related to the following outcomes: single leaflet device attachment/slda. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "qca to guide treatment of inter-clip mitral regurgitation between two previously implanted mitraclips. No additional information was provided.